Manufacturer narrative:
H3 other text : third party.

Event description:
A ventilator was returned to the third-party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. Additionally, the front encloser was replaced which was not related to the malfunction/issue.